Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on the (B)(6) 2014 and performed to specification up to the (B)(6) 2014. Between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015 the device records multiple manual power ups of less than one minute duration. The user accessible memory had been erased prior to the (B)(6) 2015 however the memory log for this date indicates a fault was detected on the membrane track. A test pad-pak was inserted and passed a self-test. The instructional leds remained illuminated during the power cycle, indicating a fault. The device memory log was again downloaded and confirmed a fault on the membrane. During testing the device was tested on the calibrated equipment using a test power supply, the device delivered the test therapy sequence without fault and an acceptable measurement was recorded for the test shock. Several instructional leds remained constantly lit. Upon visual inspection of the membrane corrosion was found. Investigation found the reported fault can be attributed to membrane failure due to corrosion on the membrane tail. This caused a short circuit and resulted in the device switching automatically upon installation of the pad-pak and damage to the microprocessor. Corrosion on the membrane tail suggests the device had been stored in adverse environmental conditions.

Event description:
There was no pt involved in this event. The device malfunctioned, as the device is switching on automatically when pad-pak is inserted.